Event description:
A consumer reported that following an intraocular lens (iol) exchange procedure, his vision was "perfect" and then after a few hours his vision decreased. Addition information was received from the surgeon, who reported the event has resolved without treatment.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).